Event description:
It was reported that a 60 yo male patient, initial right knee implanted sometime in 2016, underwent a revision procedure on (B)(6) 2024, approximately 8 years post the initial procedure. Over the past year and a half to 2 years, the patient had progressively worsening pain in the right total knee arthroplasty as well as swelling. The patient stated that the pain was beginning to limit his ability to perform his adls. The patient had a routine follow-up with his orthopedic surgeon's office. X-rays were serially taken, and the patient had a follow-up on (B)(6) 2024, which showed that the patient had asymmetric polyethylene wear. With the patient's other symptoms and risks, the benefits of proceeding with a polyethylene exchange were discussed with the patient. The patient understood, and desired to proceed. The patient was taken back to the operating room. An exposure was made through the existing incision. Upon making the arthrotomy, there were copious amounts of joint fluid that came pouring out of the joint. There were no free floating polyethylene debris that were noted. The patient did have synovitis in more than 1 compartment of the knee. The synovitis was excised, the polyethylene liner was removed, and the patient's knee was then washed out with copious amounts of irrigation as well as bactisure. Upon inspection of the polyethylene liner, a roughened surface and noticeable wear were noted. A new polyethylene liner was placed in the tibial tray, and the surgical wound was closed in typical fashion for the surgeon. There were device fragments in the wound site. The synovitis and worn poly were excised. All parts and pieces were removed. There were no surgical delays during the procedure. No x-rays were able to be obtained. The patient was last known to be in stable condition following the event. The explanted devices are available for return. No device images were provided. No further information.

Manufacturer narrative:
Section h10: (h3) pending evaluation.